Manufacturer narrative:
Medical device expiration date: unknown. (B)(4). Bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and functional testing and the indicated failure mode for needle separation with the incident lot was not observed as all product specifications were met. A retention needle was attached to the syringe and no defects were observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the bd preset¿ eclipse¿ experienced cannula breaks off or pulls out. The following information was provided by the initial reporter: translated to english. The customer stated "the customer reported about needle separation during blood collection. The separated needle was not returned for investigation."